Event description:
During an ablation procedure to treat ventricular ectopic beats (vebs) from the right ventricular outflow tract (rvot), three ablation applications were performed with parameters of 40w and 45c.the procedure was completed successfully with no issues noted and the patient in good condition. 24 hours later, while the patient was recovering in the inpatient unit, an echocardiogram was done which revealed 1.5 cm of pericardial fluid, and a pericardiocentesis was performed to stabilize the patient. Later, the patient's blood pressure began to drop, and another echocardiogram was done which showed that fluid had accumulated again in the pericardium. Another pericardiocentesis was performed, but the patient went into cardiac arrest and ultimately expired. There were no alleged product performance issues with any abbott devices.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.